Manufacturer narrative:
Although, it has been indicated that the device from the reported incident has been discarded by the hospital and will not be returned for eval, an investigation into this event is being conducted. Upon completion of the investigation, a medwatch will be submitted. (B)(4).

Event description:
As reported, a 10f drainage catheter had been in place for "several weeks" (exact date unk). During an exchange, the physician noticed that the pigtail on the catheter was fractured, but held together with the suture line. The physician was able to remove the entire catheter assembly from the pt, but did need a snare to do so. No complications to the pt were reported. The used device was discarded at the hospital.